Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report submitted due to lab evaluation and receipt of additional information. Additional information received on 07-nov-2022 as follows: -was the positioning sleeve used with the stent, as it was returned sealed in the packaging? Checked with the end user, unfortunately they are not able to recall either the positioning sleeve was used with the stent on that day.

Manufacturer narrative:
Device evaluation: 1 x clso-10-7 of lot number c1937193 was not returned to cirl for evaluation. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 18th october 2022. The returned device lab findings and observations can be referred through the attached files. Stent not returned. Positioning sleeve returned sealed in packaging. Documents review including IFU review: prior to distribution all clso-8.5-12 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the clso-10-7 device confirms the failure mode has not previously occurred with the current lot number c1937193. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1937193. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿load positioning sleeve onto duodenal flap end of stent¿. There is evidence to suggest that the user did not follow the instructions for use (ifu0045-7). Root cause review: a definitive root cause can be attributed to user error. The positioning sleeve was returned still sealed in the packaging, and as per additional information received, the user could not recall if the positioning sleeve was used with the stent on that day. As per the instructions for use under step 2 for non-pigtail stents, the positioning sleeve is to be loaded onto a non-pigtail stent. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 01-dec-2022.

Event description:
Dr (B)(6) claimed that the distal part of the stent ruptured when he wanted to deploy the stent in the mid of the common bile duct. The nurses confirmed that they used hgc-6 and pc-10 in deploying the stent. The case was postponed and there were no any foreign materials detached inside the patient. No adverse effect on the patient.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.